Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 64-year-old female patient presenting with stemi-like symptoms and a ventricular septal defect (vsd), with a medical history significant for coronary artery disease (cad). During the procedure, the team was unable to deliver the 5.5 pump due to delivery-related issues. The reported events include failure to advance, device revision or replacement, and hemodynamic instability. These events are consistent with delivery challenges that can occur during insertion of large-bore mechanical circulatory support devices, particularly in patients with complex cardiac anatomy and critical illness. The impella5.5 will be conservatively reported for serious injury due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no known consequence to the patient, and hemodynamic support was maintained.

Manufacturer narrative:
B1: added product problem d9: added devices return information the impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. Corrected information was provided in h8 (usage of device). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the delivery issue was most likely patient related due to patient's calcified vessel conditions and obesity.